Event description:
This is a spontaneous case report received from a physician in the united states on 07-jul-2016 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert), lot number d06936, inserted on (B)(6) 2016 for permanent sterilization. Additional information was received on 11-jul-2016. It was reported that micro-insert breakage occurred during placement. The surgical scrub tech stated there were issues with 2 devices: 1 device broke and 1 device twisted and turned on itself - "bird-nested". This medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and it was reported that micro-insert breakage occurred during placement and 1 device twisted and turned on itself - "bird-nested" (interpreted as device shape alteration). Both events are non-serious and only device breakage is unlisted in the reference safety information for essure. During difficult insertion/removals, single cases have been reported of essure breakage. In this case, since the events occurred during essure placement, a causal relationship cannot be excluded. This case was regarded as other reportable incident due to the device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Further information and product technical analysis are being sought.

Manufacturer narrative:
Follow-up received on 10-aug-2016 - quality-safety evaluation of ptc: ptc global number: (B)(4). As of aug 09, 2016, the rqu has not received returned product for this case. This case is being processed as if no product will be returned. If product is received by the rqu in the future, a child case will be opened and an investigation will be completed on the returned device. The essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth after the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. The possibility of micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the available information a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following meddra llt: device breakage and device shape alteration. Since no medical events were reported at this point in time, the assessment of a relationship with a quality defect, as well as, a batch investigation with respect to similar ae cases are not applicable. Company causality comment this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and it was reported that micro-insert breakage occurred during placement and 1 device twisted and turned on itself - "bird-nested" (interpreted as device shape alteration). These events are non-serious and listed in the reference safety information for essure. Device breakage is listed according to technical analysis. During difficult insertion/removals, single cases have been reported of essure breakage. In this case, since the events occurred during essure placement, a causal relationship cannot be excluded. This case was regarded as other reportable incident due to the device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. According to technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information is being sought.

Manufacturer narrative:
Device breakage questionnaire received on 26-sep-2016 from physician: the patient's weight was (B)(6) and height was (B)(6). Essure ess305 with lot number d06936 was inserted on (B)(6) 2016. According to the physician, instructions in the IFU were followed. Breakage was diagnosed at same day of insertion, after novasure. The device came out with novasure. It was reported that implant broke. Physician stated that the whole device came out but was curled on release. When the device was deployed before novasure, it looked abnormal. It was all curled up. At same day ((B)(6) 2016), device was removed by hysteroscopy and another essure was inserted. Physician stated that no injury occurred to the patient and could not have led to serious injury under less fortunate circumstances. The patient recovered. Quality-safety evaluation of ptc received on 27-sep-2016: (B)(4). On both implants no broken coils are observed therefore the reported breakage is not confirmed. The essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Since product was returned to us for investigation, we were able to conduct an investigation of the actual device involved in this complaint. Implant 1: visual inspection of implant was performed and it was confirmed that damages were observed (stretched) in the inner coil and outer coil of micro-insert. Body fluids were observed in the implant . Delivery catheter was not returned for this investigation. Implant 2: visual inspection of implant was performed and it was confirmed that damages were observed (stretched) in the inner coil and outer coil of micro-insert. Body fluids were observed in the implant . Delivery catheter was not returned for this investigation. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. We also conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. There was no event reported which indicates a new technical failure mode for the device. Based on the available information a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following meddra llt: device shape alteration. Since no medical events were reported at this point in time, the assessment of a relationship with a quality defect, as well as, a batch investigation with respect to similar ae cases are not applicable. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and novasure endometrial ablation were performed at the same time (off label use). Initially, it was reported that micro-insert breakage occurred during placement and 1 device twisted and turned on itself - "bird-nested". It was clarified upon follow up that when the device was deployed, it looked all curled up and the device came out with novasure. It was replaced by another essure insert that same day. Both inserts were received and analyzed and breakage was not confirmed, the implants were only stretched. Given follow up clarification and product technical complaint analysis, the device breakage was changed to device shape alteration. This event is listed in the reference safety information for essure. In this case, the physician stated that IFU instructions were followed. Given the lack of alternative explanation and nature of this event, a causal relationship with essure cannot be excluded. Since no device breakage occurred, no hospitalization nor intervention was reported, the case is no longer considered other reportable incident. According to the field safety notice distributed on march 2, 2016 in the EU, endometrial ablation and the essure procedure should not be performed during the same surgical session. Review of medical information on women who underwent both an essure procedure and an endometrial ablation revealed that they may be at increased risk for certain events known to be associated with each procedure. This topic is being addressed immediately by a fsn and in an upcoming revision of the IFU. Bayer will continue to monitor the safety of essure through post-market-surveillance according to established process.